Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited post-sensed t-wave over sensing (pstwos) and far-p over sensing. No intervention or procedure was performed. The patient was stable throughout.